Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue. The right-side blue pedal was not responding, and the clutch pedal was missing a spring. The fse replaced the footrest. The footrest assembly was returned for failure analysis (fa). Fa was able to reproduce the reported complaint. Unit was installed onto the test system and on startup it was noticed that the right blue pedal does not respond when pushed. And the clutch pedal does respond, but there was no spring-back or resistance to the press. The camera and both blue pedals are squeaking when pressed repeatedly.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the coagulation was not working on the right side of the surgeon side console (ssc) footrest. The customer was using the monopolar curved scissors (mcs) instrument on the right side and they could not get the energy to work. The customer had already rebooted the system, tried a new instrument, and tried a new energy cord. The caller flipped the mcs and the bipolar instrument from the left to the right hand. When the bipolar instrument was in the right hand it was not working either. The monopolar energy worked in the left hand. The surgeon tested the right pedals, and the intuitive surgical, inc. (Isi) technical support engineer (tse) did not see the pedal toggle from up to down. The tse viewed the system logs and did not see any errors. The customer continued with the case. There were no reports of patient injury. Isi followed up with the initial reporter and received the following additional information: the reported issue occurred as soon as the procedure began. The procedure was completed using another ssc.